Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with high capture threshold and oversensing due to dislodgement by the right ventricular (rv) lead. The rv lead was repositioned successfully. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the right ventricular (rv) lead was not repositioned. The rv lead remains implanted however no intervention was performed.